Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's system was autoreducing due to high impedances. Lead fracture is suspected. As a result, the patient may undergo surgical intervention to address the issue.

Event description:
Additional information received indicates that the patient's lead was explanted and replaced with another manufacturer's devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported observation of ¿auto reducing¿ was confirmed in reference to the lead model 3228. The root cause of the reported observation was due to the lead wire fractures of all wires within both lead tails. Review of the ipg monthly program logs noted the ipg had logged a program status error at the time of the reported observation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.